Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic on (B)(6) 2017 with an elevated lactate dehydrogenase and plasma free hemoglobin levels. The patient had dark urine for a couple of days. The patient was admitted and heparin drip was initiated. A ramp echocardiogram was performed and was positive for device thrombosis. The manufacturer's technical services reported that the log file showed the pump parameters trending upwards. The patient underwent pump exchange on (B)(6) 2017. There were no alarms reported for this event.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately an inch from the pump housing. A segment of driveline measuring approximately 31.5 inches was also returned. The inflow conduit and the outflow graft were not returned. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed a pink deposition loosely seated adjacent to the bearing ball. While the deposition did not appear to contain any areas of denaturation or laminated layering to indicate that it was present during support, it was partially occluding all three of the stator¿s vanes. A specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined; however, if it was present while the pump was supporting the patient, it could have contributed to the reported elevation in lactate dehydrogenase. Visual inspection of the remainder of the blood-contacting surfaces of the device did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.